Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, on the third firing, the staples did not form on the distal end and the device did not cut completely. Another device was used to complete the procedure. There was no patient consequence.